Event description:
A customer reported the control panel articulation arm of their epiq 7c ultrasound system does not lock in the swivel position while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The philips service engineer provided the customer the requested part number to repair the system. A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by a hardware issue in the latching mechanism of the articulating arm which prevented the locking solenoid from fully engaging.